Manufacturer narrative:
E1: patient city: (B)(6). Pateint country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 22-june-2024, it was reported that patient faced infusion set leaking event. The infusion set was in use for 1 day. No further information available.